Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description. The service report and device logs were not available for further evaluation. Based on technician statement, the air nozzle unit was detected as faulty. Despite our best effort in obtaining the information, there was no confirmation about the replacement of air nozzle unit. No parts were returned for further investigation. The root cause for the reported problem has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).